Event description:
During a scheduled surgical procedure case for right knee diagnostic arthroscopy, acl reconstruction possible tendon autograft harvest. The surgeon was using the flip cutter and it broke inside patient's knee. The surgeon ended up using x-ray and opened the knee to locate the broken piece of the flip cutter. The broken piece was retrieved and removed.